Event description:
I have been implanted with three different hip implant devices of which all three have failed or are failing. The first implant was a wright medical conserv plus resurfacing system in (B)(6) 2009. This implanted failed and required a revision on (B)(6) 2010 using stryker accolade, lfit, and trident psl and trident x3 implant parts. This revision surgery failed approx 6 months after surgery and another revision was done on (B)(6) 2010 using zimmer implant parts and specifically the trabecular metal elliptical cluster shell with four screws and liner. I have permanent partial disability status at the time of this report. I have severe pain when standing from a sitting or lying position, walking any distance, groin pain that is sharp and stabbing, I cannot walk up stairs step over step - must do step by step, I cannot carry heavy items such as loaded laundry basket, groceries, etc without severe pain, I cannot cross my left leg over the right leg as in tying my shoes - I get a severe stabbing pain, I have continued numbness and tingling in the left leg. Left hip is the implant site. I cannot sleep more than three to four hours due to pain.